Manufacturer narrative:
An investigation was initiated into the matter of, "broken tip" during lumbar laminectomy. The device was not available for evaluation, but the lot number was provided. No issues for the reported lot number were discovered during the device history review. No trend has been detected for this issue. Without instrument, cause for failure could not be determined or the issue confirmed. If the product is returned in the future, a follow-up report will be filed.

Event description:
The physician was doing a lumbar laminectomy when the tip broke off and fell in the patient's back. Additionally, account stated the physician was doing a lumbar laminectomy when the tip broke off and fell in the patient's incision. The physician was not able to retrieve the broken tip so it was left in the patients' back. According to the account, the patient is doing okay. The device has been retained by the hospital and will not be released for investigation.